Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on (B)(6) 2024. Dressing tap was applied over the infusion set. Insertion area was cleaned, air -dried, and free from hair. Infusion set has been used for 2 days.customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-08099- device 2 of 2.